Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage, switch 5 does not work; due to damage on upward downward angulation control knob, water tightness was lost; plastic distal end cover had a scratch; suction cylinder was shaved; lock engagement lever had a scratch; free-engage knob had a scratch; right, left knob had a scratch; upward/downward angulation control knob had a scratch; switch box had a scratch; scope connector had a scratch; connecting tube had a scratch and discoloration; universal cord was sticky and had a scratch; control unit had discoloration and a scratch; scope connector was dirty due to water leakage; control unit was dirty due to water leakage; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive on bending section cover had a chip; an abnormal sound was made due to damage on upward/downward angulation control knob; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; due to wear of angle wire, bending angle in up direction does not meet the standard value; light guide lens had discoloration; objective lens had discoloration and a scratch; scope connector cover unit had a scratch; flexibility adjustment ring has a scratch; scope cover had a scratch; grip had a scratch. Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. It is unknown if there was delay between the end of clinical use and the start of pre-cleaning. It is unknown if the customer was able to flush the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer immersed the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/ channel with the detergent solution. It is unknown if the facility had any concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, the root cause was unable to be determined. The component analysis of the collected foreign material reveled a mixture of organosilicon and silicic acid. Silicone may have been derived from chemicals or anti-foaming agent. Silicic acid may have been generated from chemicals, cleaning solution, or residual water. The event can be prevented by following the instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent. Olympus will continue to monitor field performance for this device.